Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: no anomalies found

Event description:
It was reported the device was explanted and replaced due to sensing difficulty and inappropriate therapies. No further patient complications were reported as a result of this event.